Event description:
Joystick for a tdxsp-mcg power wheel chair would not hold programming. Chair shut down on end user in the middle of the street where a car struck the end user. She sustained an injury to her right shin and was transporated to the hospital where she was diagnosed with a shin fracture.